Event description:
It was reported that during a da vinci prostatectomy procedure, immediately following the ligation of the vascular pedicles of the patient's bladder, the surgeon received a warning message on the screen indicating the instrument was broken. Upon removal of the instrument, the surgeon observed the instrument's knife was visibly seen in the jaw. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade was dislodged and exposed approximately .059 between the instrument's grips. The blade and blade tract had an excessive amount of biodebris. The blade cable and blade were undamaged and not bent. The conductor wire and other cables exhibited no damage. An additional finding not reported was a dislodged snake wrist. Visual inspection found the snake wrist to be dislodged at the midpoint, causing the instrument to be bent and unable to fit through a cannula. As a result, further testing could not be performed. It was concluded that the damage to the instrument was like due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.